Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the provided x-ray images finds no evidence of device fracture or disassociation. The cup position appears to have much more of an anteversion angle than recommended by surgical technique. Although a dislocation event is not present in any of the provided images the overly open positioning of the cup could have been a factor in the patient dislocating anteriorly. Implanted/mispositioned cup information: (B)(4). Lot fk8cn1.

Event description:
Complaint description: clinical report states that patient has suffered from a dislocation. Update received 4/5/17. An additional clinical report has been received stating that the patient had been revised to address a dislocation. Complaint was updated on 4/13/17 update 6-21-2017: medical records have been reviewed. Revision (B)(6) 2016 surgery findings include: severe alval reaction and adverse reaction to metal debris with complete destruction of the abductors, some superficial bony necrosis. Once through fascia about 200ml of milky looking fluid was expelled. Necrosis of the capsule and large pseudocapsule/cyst formation, which was excised. Minimal osteolysis was noted about the cup. Office visit (B)(6) 2017 notes include: the patient mentions at the office that she may have anteriorly dislocated her hip, she went to the emergency room where an orthopaedic surgeon was able to reduce it by closed reduction. Office visit (B)(6) 2017 notes include: she has had another dislocation, there is a need for a constrained liner. Revision (B)(6) 2017 surgery findings include: the patient is receiving a total hip revision due to dislocation on two occasions post metal on metal revision. Due to the loss of her abductors and the lack of appropriate posterior soft tissue she now requires a constrained liner. It was indicated during the procedure that the cup was well fixed and well positioned. Updated 7-17-2017.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.